Event description:
On (B)(6) 2013, the reporter contacted animas alleging the ok, up and down keypad buttons were intermittently unresponsive. The reporter denied trauma or moisture exposure to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the keypad was observed to be fully intact, with no peeling or damage observed. The up, down and ok keypad buttons responded intermittently to testing. The contrast keypad button responded properly to testing. The keypad was removed to investigate and evidence of keypad contamination under the contrast, up, down and ok contact buttons was observed. Unrelated to the initial complaint, the display screen was dim with a pink contrast. Visual inspection of battery compartment revealed a compartment crack from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.